Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder- cribriform were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, diabetes mellitus, hypercholesterolaemia, coronary artery disease, peripheral ischemia, venous thromboembolic disease, arrhythmia, migraine, and septal anomaly (small-large shunt, atrial septal aneurysm). Some of the periprocedural complications reported were residual shunt, stroke, and myocardial infarction and post-procedural complications included stroke, transient ischemic attack, atrial fibrillation, supraventricular arrhythmia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported incidents could not be conclusively determined.

Event description:
The article, "comparison of three echo-guidance techniques in percutaneous patent foramen ovale closure for stroke prevention: conventional transoesophageal, microprobe transoesophageal and intracardiac echocardiography", was reviewed. The article presented a prospective, single center study to compare the safety and efficacy of intracardiac echocardiography-guided and microprobe transoesophageal echocardiography-guided patent foramen ovale closure under local anaesthesia with transoesophageal echocardiography-guided patent foramen ovale closure under general anaesthesia. Devices included in the study were amplatzer pfo occluder, amplatzer multi-fenestrated septal occluder "cribriform", and occlutech figulla flex ii pfo occluder. The article concluded preliminary real-world experience suggests good efficacy and safety with intracardiac echocardiography and microprobe transoesophageal echocardiography guidance compared with conventional transoesophageal echocardiography guidance for percutaneous transcatheter patent foramen ovale closure in recurrent stroke prevention. [The primary and corresponding author was gilles montalescot, sorbonne université, action study group, inserm umrs_1166, institut de cardiologie, hôpital pitié-salpêtrière, ap-hp, 75013 paris, france, with corresponding email: gilles.montalescot@aphp.fr] the time frame of the study was from february 2018 to december 2019. A total of 194 patients were included in this study, of which 146 received an abbott device (amplatzer pfo: n=137, 70.6%; cribriform: n=9, 4.6%). The average age was 48.4 years and the average gender was male. Comorbidities included smoking, hypertension, diabetes mellitus, hypercholesterolaemia, coronary artery disease, peripheral ischemia, venous thromboembolic disease, arrhythmia, migraine, septal anomaly (small-large shunt, atrial septal aneurysm).

Manufacturer narrative:
Literature article: comparison of three echo-guidance techniques in percutaneous patent foramen ovale closure for stroke prevention: conventional transoesophageal, microprobe transoesophageal and intracardiac echocardiography. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "comparison of three echo-guidance techniques in percutaneous patent foramen ovale closure for stroke prevention: conventional transoesophageal, microprobe transoesophageal and intracardiac echocardiography".